Manufacturer narrative:
(B)(4). The reported issue was not confirmed. A cause of the reported issue could not be determined.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, advised to start over with new supplies or finish therapy with manual bags, assisted with getting the set out and advising to contact the nurse about the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.